Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for rapid ventricular response. It was noted the shock initially withheld for wavelet. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.